Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during a cataract extraction with an intraocular lens (iol) implant procedure, lens was opened from package, and loaded into cartridge/injector. Lens was not able to be injected due to a jammed injector. In the surgeon¿s opinion the injector caused the event. There was no patient contact reported.